Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 2, on a patient with thin and enlongated leaflets. A triclip xtw was inserted and grasping was performed. However, after several grasping attempts, it was observed that tr was not reduced, a jet was observed coming from the anterior leaflet, and a hole was observed in the leaflet. Therefore, the clip was removed from the patient, and the procedure was discontinued. The tr increased to a grade of 2-3. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury is related to procedural conditions (interaction between clip and leaflet during grasping attempt). The reported tricuspid regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip g4 system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.